Event description:
It was reported, that the right ventricular lead was picking up diaphragmatic potentials. An x-ray was performed. And it was confirmed, that the lead dislodged. The lead was explanted and replaced. The patient was in stable condition.